Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator .model #: sc-4316, lot #: 18399245, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the midline wound incision site. Symptoms were redness and drainage. It was believed that the infection was not device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected.